Event description:
Related manufacturer reference number: 1627487-2022-01688. Related manufacturer reference number: 1627487-2022-01689. Related manufacturer reference number: 1627487-2022-01690. It was reported patient was experiencing ineffective therapy. Several attempts of troubleshooting were unable to solve the issue. As such surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.